Manufacturer narrative:
Additional device information: concomitant medical device: the following device(s) were used in conjunction with the cns: central nurse station: model #: pu-681ra, serial #: (B)(4), device manufacturer data: 04/05/2021, unique identifier (UDI) #: (B)(4). Telemetry transmitter(s), model #: ni, serial #: ni. Remote network station: model #: ni, serial #: ni.

Event description:
The monitor technician reported that during a generator test, the central nurse's station cns) went into communication loss with all connected devices. No patient harm was reported. Nihon kohden technician had the monitor technician reboot the cns and when it came back on, it was still in communication loss and all the patient information disappeared as well. Nk technician advised the monitor technician that this suggests that the issue is in the multiple patient receiver closet and not with the connected devices and that their biomed will need to go into the multiple patient receiver or network closet to troubleshoot this issue. No further information has been received.